Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe experienced discoloration with foreign matter. The following information was provided by the initial reporter: syringe discoloration.

Event description:
It was reported that the bd luer-lok¿ 1-ml syringe experienced discoloration with foreign matter. The following information was provided by the initial reporter: syringe discoloration.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes returned to manufacturer on: 11oct2022. Investigation summary: one sample and five photos were provided to our quality team for investigation. Through visual inspection, a brownish discoloration was observed on the flange. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine. This type of defect is cosmetic and does not pose risk to the customer. These conditions are occurring below their expected frequency so no corrective action is required at this time. Furthermore, a device history record review was completed for provided lot number 1048986. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.